Event description:
It was reported that the patient presented remotely via (B)(6) . Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. No programming changes were made. There were no patient consequences and patient will continue to be monitored.